Event description:
The customer called to report a high blood glucose reading of 453 mg/dl. The customer then reported that he called the paramedics last night due to a low blood glucose reading of 20 mg/dl. The customer lost consciousness. The customer felt that the sensor and blood glucose readings were not accurate. The customer was unable to troubleshoot at the time of the call, and was advised to call back. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.